Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 13 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ remains implanted.

Event description:
A patient enrolled in a clinical study underwent an initial total shoulder arthroplasty and has experienced unusual pain due to overuse of the shoulder and bursitis. The pain has been ongoing. It should also be noted that the patient has tendonitis of the rotator cuff.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product were visually examined. There is some damage noted on the taper which may have been caused during extraction. Biomaterial is also noted on the back of the head. Some wear marks are noted on the head but it is not considered excessive. As returned, the glenoid is broken in several pieces. One of the fragments has the post attached. As there is no reported event of glenoid component fracture, it can be determined that this damage likely occurred during removal. Per the surgical technique for removal of the glenoid, the glenoid is to be sectioned into pieces for easier removal. There was minimal biomaterial and bony ingrowth noted on the backside of the glenoid component and on the regenerex peg. The events of pain, tenderness, impingement, tendonitis, bursitis, and radiolucency cannot be confirmed from the returned products but were confirmed through clinical evaluation and x-ray review. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.